Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "low vacuum" (aspiration issue); "shut down" (loss of power). The customer reported low vacuum and the system shut down by itself. The system was rebooted and the case was completed. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and was unable to duplicate the problems reported. Preventive maintenance was performed. The system was then tested and met all product specs. (B)(4).